Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. The lv lead was returned but there was no analysis performed as reported allegations of infection with sepsis were known inherent risk of device. Correction on b1 adverse event/product problem, b5, and h6 device code.

Event description:
It was reported that left ventricular (lv) lead had an infection with sepsis. A revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted but the left ventricular (lv) lead would not come out. Moreover, the field representative validated that the left ventricular (lv) lead broke and had removal difficulty. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4). The lv lead was returned but there was no analysis performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The lv lead was explanted.